Manufacturer narrative:
The complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported that during procedure after 6 minutes of use, it was noticed that the fiber tip was broken. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection identified that the control knob is attached and aligned with fiber and can rotate the fiber. The fiber passed the connector segment verification test. The hene (helium-neon) test found no breaks along the fiber length. Upon microscopic inspection, it was identified that the glass cap exhibited mild devitrification at the output window, please note that the fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Also, the fiber metal cap exhibited mild debris adhesion on its surface, indicative of tissue contact. In addition, it was identified that the glass cap exhibited a distal circumferential fracture. The reported allegation was confirmed. The forward firing test for this device resulted in an output which was below the threshold for potential patient harm.

Event description:
It was reported that during procedure after 6 minutes of use, it was noticed that the fiber tip was broken. The procedure was completed using another fiber. There were no patient complications reported.